Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and a non-maquet sheath was returned over the membrane. A visual examination of the product detected the inner lumen within the membrane had a kink approximately 28.2 cm from iab tip. Additionally, two kinks was observed on the catheter approximately 74.2 cm and 72.4cm from the iab tip. The extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 28.2 cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. The inner lumen kink appears at the same place as the fiber optical sensor break, which eventually caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field(s): describe event or problem. Complaint record ID # (B)(4).

Event description:
It was reported that within an hour of inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. It was noted that this occurred after/ during transport of the patient to the ICU. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen of the catheter for alternate arterial pressure (ap) access. The iab was in use for approximately 24 hours. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen of the catheter for alternate arterial pressure (ap) access. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: manager. Additional reporter: (B)(6) rn. Additional reporter: (B)(6) bsn, rn, pccn / bucks-torr cath lab / eps charge nurse / (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).